Event description:
It was reported that during a hemicolectomy procedure, the pad fell off, but not in patient. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.